Event description:
The customer reported that early in a splenectomy, a regrasp alert occurred repeatedly, indicating that the tissue was not sealed. The procedure was converted to open, although not due to the regrasp alerts. The customer stated that the surgeon had initially planned to begin the procedure as a laparoscopic procedure and then changed to an open procedure to complete the surgery. There was no tissue damage, no bleeding and no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2011. The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.